Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was discovered fractured during inventory. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (UDI), g3, h2, h3, h6 the following section was corrected: d4 (UDI) the reported event was confirmed by inspection of the returned device. Visual examination identified signs of repeated use and the plastic head was cracked. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is due to wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.